Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the pump could not be calibrated correctly. This complaint is being reported because the alleged issue could cause the pump to not function correctly. There was no serious injury associated with the complaint.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02-may-2018 with the following findings: a review of the pump history showed no activity outside of normal use. The battery compartment and cap were undamaged and were able to fit securely. The test transmitter was paired with the pump correctly. A blood glucose calibration of 120mg/dl was accepted on both attempts within two hours. The pump emitted another blood glucose calibration request after 12 hours which was within specifications. The blood glucose calibration feature functioned properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.